Manufacturer narrative:
The device was received for evaluation. During functional testing ,"keypad not functioning," was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be that the second soft key from the left, number 1, and number 4 were not functioning. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a not functioning keypad. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.